Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, there was entrapment of tissue within the vessel sealer extend. The issue occurred after two hours of several cycles of sealing and cutting after which the vessel sealer extend began experiencing ¿enormous sticking¿ and impairment of the cutting performance. When the vessel sealer extend sealed the target mesentery tissue and cut it, the mesentery got stuck between the jaws of the instrument. The tissue did not come off automatically, which led to the mesentery being torn and bleeding occurred. The procedure was significantly prolonged. The ¿enormous sticking¿ and impairment of the cut function occurred despite intra-operative cleaning of the vessel sealer extend instrument tip whenever possible with a moist compress using water and not saline solution. The instrument had been checked before use with no damage or anything unusual being observed. No error messages displayed when the problem with the vessel sealer extend occurred. There was no audible signal while the pedal was depressed when the sealing issue occurred. It is unknown whether the sealing cycle completed as expected with rapid successive audible tones. It had not previously occurred that the tissue was cut before it was completely sealed. The cut was made after the ¿sealing complete¿ signal was heard for that sealing attempt. The mesentery was not under tension during the sealing/cutting process. The vessel was not larger than 7mm in diameter. There was no evidence of vessel calcification. The mesentery had not been exposed to radiation or chemotherapy prior to the procedure. No effect on the mesentery was observed during the sealing cycle. The jaws had not been in contact with a clip, suture, staple or other metal object when the reported problem was noted. The jaws were probably contaminated by "bio-contamination" before or during the sealing cycle. Per customer, the patient did not experience additional, unexpected bleeding. Additional surgery was not required to repair any rupture in the tissue. Tissue was not removed unexpectedly.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. An advanced vessel sealer extend instrument log review was performed for this procedure by an isi advanced failure analysis engineer (afa). Per afa, logs show the vessel sealer extend instrument was installed 6 times, passing homing all 6 times. Instrument performed 154 total cut events, all were completed per the logs. E-100 was used with this instrument. E-100 sealing logs show 181 total seal events. 176 seal events had no errors per the logs, and the average seal duration was 2.36 seconds. 5 seal events resulted in a ¿high initial starting impedance¿ error and these seals average 0.44 secs in duration. 4 of 5 ¿high impedance¿ seal events occurred within the last 30 seal events. This complaint is being reported due to the following conclusion: during a da vinci-assisted low anterior resection procedure, there was entrapment of tissue within the vessel sealer extend. The issue occurred after two hours of several cycles of sealing and cutting after which the vessel sealer extend began experiencing ¿enormous sticking¿ and impairment of the cutting performance. When the vessel sealer extend sealed the target mesentery tissue and cut it, the mesentery got stuck between the jaws of the instrument. The tissue did not come off automatically, which led to the mesentery being torn and bleeding occurred. The cause of the operative complication is unknown.

Manufacturer narrative:
On 18-apr-2023, the following additional information about the reported event was received: the vessel sealer extend instrument has been received and investigations completed. Failure analysis investigations did not confirm nor replicate the customer reported complaint. No physical damage was observed on the wrist assembly. Slight bio debris was observed within the jaw assembly. The electrical continuity test passed. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The knife cut cleanly through test strip paper. Cut test passed. Energy activation test was then conducted on system. Wet paper towel was held between grips and began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy was observed. The instrument was fully functional. No errors occurred during in-house testing. No issues of entrapment of material occurred. Additional testing on grips with grip force test resulted in all readings above the minimum requirement. Jaw grip inspected was tested as an additional functional check. Jaw gap test passed.